Event description:
The company was informed that the pt's device was explanted due to infection at the implant site. The pt was reimplanted with another advanced bionics cochlear device on the contralateral side. Advanced bionics is in the process of gathering more info; once more info is obtained, a supplemental report will be submitted.